Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It is reported that the patient experienced adhesive issue on (B)(6) 2026 as infusion set did not stick and used for less than three days. The patient faced site skin infection as itching and redness.